Event description:
The facility's biomed tech reported a fail code 500. The failure occurred prior to pt use and there was no pt injury or medical intervention. Info was requested by baxter regarding the bag or syringe being used, whether or not there was medication being used, the infusion rate, the volume to be infused and the tubing being used, but no info was available. Additional contact info was requested but no additional contact was identified. The biomed tech stated that there have been no reports of any pt incident involving this pump since the last baxter svc event.